Manufacturer narrative:
The returned device was evaluated for the reported problem. It was confirmed that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. The product user guide instructs that user to "check infusion site frequently for proper cannula placement." It also suggests the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report that he put the pod on friday morning 12/22. He didn't hear the usual click but the pdm displayed "delivering basal 1" so he kept the pod on. At 9:30pm his blood glucose level was very high so he took an injection and removed the pod. He then saw that the cannula had not inserted. He said that he had a cold so he thought his high bg throughout the day has been because he wasn't feeling well. By sat. Morning his bg was back to normal. The device is being returned to the manufacturer for evaluation.